Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reports since switching from the cannon ii to the vectorflow catheters they noticed problems with "flow issues (therefore resistance withdrawing fluid/lock)". It was reported "our usual lock is 4% trisodium citrate with gentamicin. However for flow issues we have to lock the line with alteplase (which is an expensive drug). For a number of patients we have to instil more alteplase for 30-60 minutes at the start of hd (hemodialysis).". Catheters are used for hemodialysis 3x a week. No patient harm was reported.

Event description:
Customer reports since switching from the cannon ii to the vectorflow catheters they noticed problems with "flow issues (therefore resistance withdrawing fluid/lock)". It was reported "our usual lock is 4% trisodium citrate with gentamicin. However for flow issues we have to lock the line with alteplase (which is an expensive drug). For a number of patients we have to instil more alteplase for 30-60 minutes at the start of hd (hemodialysis).". Catheters are used for hemodialysis 3x a week. No patient harm was reported.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.